Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device beeped, and the screen displayed "the pump needed priming". They silenced the alarm and pump was stopped. They attempted to restart pump, but it alarmed "air in line". The tubing was clamped, cassette removed, and "very small" air bubbles were observed along the top. Trouble shooting was repeated, and the pump was restarted but alarm returned. They confirmed that the medication bag was not empty. The tubing was clamped and the pump turned off. The reservoir volume was 108 ml. The event occurred at the patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.